Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and excessive charring occurred. After the procedure, the doctor noticed some charring above the electrode. The charring was found above the electrode; between tip electrode and electrode 2 at the plastic ring separating the electrodes. There wer eno error messages on the system and no issues related to temperature or flow. The physician reported they considered the charring to be excessive and estimates an increased risk to the patient. The patient had no complications and has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation on 28-jan-2025. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char residues in the dome area. A microscopic examination was performed and the irrigation holes were clean, no foreign material were identified. A temperature and impedance test was performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char, thrombus/ clot issues reported by the customer were confirmed. The potential cause of the char could be related to the procedure, however, this could not be conclusively determined. The instruction for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the manufacturing & expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and excessive charring occurred. After the procedure, the doctor noticed some charring above the electrode. The charring was found above the electrode; between tip electrode and electrode 2 at the plastic ring separating the electrodes. There wer eno error messages on the system and no issues related to temperature or flow. The patient was anticoagulated with activated clotting time (act) >300 and maintained throughout the case. Heparinized normal saline was used. The correct catheter settings were selected on the ngen generator and the ngen pump was switching from low to high flow during ablation. The physician reported they considered the charring to be excessive and estimates an increased risk to the patient. The patient had no complications and has not exhibited any neurological symptoms since the procedure was completed.